Event description:
The surgeon reported through vigilance responsible of the hospital an event of revision on the involved device. A patient underwent a surgical procedure on unspecified date. On 2007, the patient underwent a revision surgery due to aseptic loosening of the acetabular component. On (B)(6) 2014, the patient underwent a new revision surgery due to aseptic loosening of the acetabular component.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a trident cup 60mm. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Due to internal procedure the hospital will provide the product only after 5 months. Additional information (including x-rays and medical records) was requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.